Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after consuming alcohol while using the ilet, then ate pasta and milk without announcing the meal, after which glucose rose back into range. Symptoms included hypoglycemia with a reported nadir of 48 mg/dl and no loss of consciousness or other acute complications. Outcomes included transient low glucose for about 30 minutes without medical intervention, backup therapy, or ketone testing. Investigation included troubleshooting and education regarding treatment of low glucose and timing of meal announcements. Investigation of this case revealed user management of hypoglycemia without device malfunction, with education provided to treat the low first and announce the meal once glucose is rising to reduce risk of postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.